Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082109.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on one of the leads. Additionally, the patient experienced pain at the ipg site. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Investigation was unable to determine which of the leads had high impedances.